Manufacturer narrative:
A follow-up was performed and the responder reported that the air filter was checked, and the dust was cleared from the filter. The issue was temporarily resolved. No parts were replaced. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a low tidal volume. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
An additional follow up was performed, and it was reported that cleaning the filter only temporarily resolved the issue. The response indicated that only by purchasing and replacing the air filter can the problem be completely solved. The responder reported that the customer returned the device to service.